Event description:
Patient reported left side pain, redness, "skin changing rapidly and now feels like sandpaper" and hair and weight loss which are not related to the device. Healthcare professional later reported capsular contracture baker grade unknown, breast implant illness, and mastodynia. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, redness, suspected breast implant illness and mastodynia.